Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was returned and evaluated. The probable cause was determined to be caused by smart device platform/os. No additional patient or event information is available.